Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6) 2022 the patient presented with melena and had a hemoglobin drop from 8.5 to 7.4. The patient was given proto-pump inhibitors (ppi) and had an endoscopy, coloscopy and a computed tomography (CT) scan performed. The CT scan showed no evidence that suggested a large active gastrointestinal (gi) bleed within the duodenum or anywhere in the small or large bowel. They were also given a blood transfusion of 2 units of packed red blood cells (prbcs).

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that reported the patient's bleeding event began on 15apr2022.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient then presented with dark stools and their hemoglobin dropped again from 9.1 to 6.1. An endoscopy revealed a duodenal arteriovenous malformation. The patient was treated with a blood transfusion of 3 units of packed red blood cells (prbcs). The event resolved without sequelae on (B)(6) 2022.